Event description:
It was reported that the technician opened the lens tray of an aa4203tl toric silicone plate lens and noted that the lens was torn. The technician stated the lens was rec'd torn. There was no pt contact and the lens was not loaded. This is one of two lenses used on this pt - see MFR. Report # 2023826-2006-00949.